Manufacturer narrative:
An event of dyspnea, tightness, and "reduced performance" was reported. A navitor vision valve was implanted via valve-in-valve. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the information received, the cause of the reported incident could not be conclusively determined. The surgical intervention was result of valve-in-valve implant.

Event description:
N/a

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in 2020, a 25mm trifecta valve was implanted. On an unknown date, valve degeneration was observed with associated dyspnea, tightness, and "reduced performance." On (B)(6) 2025, a 25mm navitor vision valve was implanted via valve-in-valve. The patient was reported to be in stable condition.